Event description:
It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. The target lesion was located in the severely calcified circumflex (cx). The 1.5x15mm apex push monorail balloon was advanced to the target lesion and ruptured at 14 atms. The device was successfully removed and the physician tried to cross the lesion with another device but was unable to. The second device was also removed and the procedure was not completed. No pt complications were reported with the pt's current condition listed as "good". This prod is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.